Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet or the implant has been planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the device was explanted (B)(6) 2024 under general anaesthesia, and the patient was reimplanted with another cochlear device during the same surgery.